Event description:
Reporter alleged she took 6 units of humalog insulin at lunch and obtained a result of 264 mg/dl on the aviva system. Reporter stated that she passed out 2 hours later and her husband called the paramedics. Reporter stated the paramedics obtained a result of 60 mg/dl on her aviva system and then a result of 27 mg/dl on their professional system within 10 minutes. Reporter stated that she was treated with a glucagon short, dextrose, and ginger ale. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged she took 6 units of humalog insulin at lunch and obtained a result of 264 mg/dl on the aviva system. Reporter stated that she passed out 2 hours later and her husband called the paramedics. Reporter stated the paramedics obtained a result of 60 mg/dl on her aviva system and then a result of 27 mg/dl on their professional system within 10 minutes. Reporter stated that she was treated with a glucagon short, dextrose, and ginger ale. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.